Event description:
The customer reported to philips healthcare call center. That the monitor was black, but later clarified the system to be that the ECG wave was not displayed sometimes. There was no pt involvement.

Manufacturer narrative:
(B)(4).